Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they had soreness at the implant site when stimulation was on. An impedance check could not be done as the implant was discharged. The patient was instructed to recharge so an impedance check could be done. The issue was not resolved at the time of the report. The indication for use was non-malignant pain. Additional information received from the manufacturer representative on 2017-may-11. It was reported that the cause was not determined. It was noted the implant was discharged and unable to communicate impedances. The representative stated they would check impedances at the next appointment which was not yet scheduled. Additional information was received from the rep on 2017-may-22. Rep saw the patient on the date of the report after the patient had recharged the ins. 3 contacts did side impedances over 10000 so the rep gave the patient a program with none of these three contacts active. The patient was to report to rep if the soreness continues. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.